Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. Further information has been solicited. The received medical record does not contain dialysis treatment records, progress notes, or physician orders for review. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate and the event of peritonitis.

Event description:
Patient presented to a hospital on (B)(6) 2015 with complaints of abdominal pain for 10 hours with cloudy dialysate. On (B)(6) 2015, pd effluent white blood cell count was 8,700, the patient was diagnosed with peritonitis, and was started on vancomycin and fortaz (ceftazidime) via intraperitoneal (ip) route. On (B)(6) 2015, pd effluent white blood cell count was 1,946, the patient was afebrile with improved abdominal pain, no leukocytosis, and was discharged from the hospital to home in fair condition with outpatient vancomycin antibiotic therapy via ip route.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for peritonitis. A follow up call to the patient's pdrn confirmed the patient was admitted to the hospital for peritonitis on (B)(6) 2015 and discharged on (B)(6) 2015. The patient presented with complaints of abdominal pain for 10 plus hours with cloudy dialysate. Patient was admitted on (B)(6) 2015 under observation for suspected peritonitis in relation to pd therapy as the patient's cell count was elevated at 8700. The patient was given one dose of ip vanco and started on ip fortaz. Following treatment the patient's cell count improved to 1,946 the next morning. The patient's abdominal pain improved and she remained afebrile without leukocytosis. The patient was determined to be stable to discharge home with outpatient ip antibiotics on (B)(6) 2015.